Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Summary: as no sample was returned for evaluation, we are unable to investigate further. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many sutures were frayed during this procedure? 4. How many sutures were broken during this procedure? 2. Did the sutures themselves fray? No. When did the suture come undone? (Before use in the patient, during use in the patient or after the operation) during the procedure when mounting the suture in the needle holder. When did the suture break? (Before patient use, during patient use, or after the operation) as it passes through the tissue during the procedure. Events were submitted via 2210968-2020-01579, 2210968-2020-03010, 2210968-2020-03013, 2210968-2020-03015, and 2210968-2020-03016.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. The suture broke as it passes through the tissue during the procedure.